Event description:
After confirmed placement by angiogram and echocardiogram, the amplatzer septal occluder was released from the cable. However, the device was too small and embolized to the left atrium and had to be retrieved from the pulmonary artery. Another device was not deployed.

Manufacturer narrative:
Review of the images by aga's medical consultant resulted in the following findings: the tee showed a large asd that was evaluated in four-chamber, bi-caval and aortic short-axis views. The av valve rim and superior rim toward the pulmonary veins were both adequate, the aortic rim was acceptable and the svc rim was normal. However, there was a significant deficiency of the posterior and ivc rims. The ivc rim was thin, mobile and disappeared during atrial diastole. Balloon sizing was not performed. The defect measured from 18 to 20mm and a 22mm aso was implanted. Echocardiogram frames demonstrated difficulties orientating the aso parallel to the atrial septum. Final deployment showed the aso was astride the superior rim and parallel to the atrial septum. Following release from the cable, the aso embolized to the left atrium, then back to the ra and pulmonary artery. According to aga's medical consultant, the aso embolized primarily because of device under-sizing and secondarily due to deficient posterior and ivc rims. The defect actually measured 24-26mm in the superior-inferior axis view, due to the ivc deficiency. The short axis aortic view showed the left disc edge was almost pointing toward the right atrium. This frame was a clear indication that the device was significantly undersized. Since the right atrial disc is smaller than the left, when the device was released, it embolized to the left atrium. A 26mm aso would have been a better choice in this patient, as it would have increased the margin of safety of the device.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.